Event description:
A us distributor reported that an electrode belt was damaged and experiencing adjust belt and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and adjust belt and check pad messages) was isolated to the electrode belt trunk cable having broken wires the root cause for the physical abuse was unable to be positively identified. There was no adverse event that resulted from the damaged belt.